Manufacturer narrative:
H3 - device evaluation: the lens returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -13.0/4.5/159 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation. On (B)(6) 2023 the surgeon repositioned the lens but this did not resolve the problem. Then on (B)(6) 2023 the lens was exchanged with a same length lens but different model (spherical) and this resolved the problem. The cause of the event was reported as unknown. It was additionally lasik was performed to correct the astigmatism.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).